Event description:
It was reported that the device delivered only half of its expected power output. A maestro 4000 controller was selected for use. It was noted that the device delivered only half of its expected power output, with no reported error codes. There were no known patient complications as a result of this event. The device is expected to be returned for analysis.

Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.